Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that his verio 2 meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began in the 1st week of (B)(6) 2019, alleging that he obtained an inaccurate high blood glucose results of ¿94 and 110 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he manages his diabetes with novolog 4-25 units per sliding scale and 15 units of lantus, and in response to the alleged high reading he increased his dose of insulin (unknown amount). The patient alleges that around 8 weeks after the issue began, at 5 pm on (B)(6) 2019, he developed symptoms of ¿confusion, lack of concentration, shakiness and reduced ability to communicate¿. The patient stated that in response to the alleged symptoms, he ate a candy bar and attended the doctor¿s clinic with a friend. At the doctor¿s clinic a blood glucose reading of ¿158 mg/dl¿ was obtained on the doctor¿s meter and ¿234 mg/dl¿ on the subject meter. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and that the patient was using the correct strips and testing method. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.